Event description:
It was reported by the customer that the catheter was placed using the seldinger method. When the physician attempted to advance the guidewire, it became blocked. When they retrieved the guidewire, it appeared to be damaged. A "radiological control" highlighted that the end of the guidewire had remained in the body of the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.